Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 7.30 am on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining an inaccurate high result of ¿291 mg/dl¿ compared to her feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue, on the morning of (b)(67) 2017 the patient increased her standard insulin dose from 11 to 12 units. Approximately 3 days after the alleged meter issue began, the patient developed the symptoms of "tiredness, she could not speak properly, vertigo, feeling hot". The patient denied receiving any treatment due to the alleged meter issue. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The csr was unable to perform quality control testing with the patient. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.